Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection showed that the flexible reamer shaft fractured within the shaft via mechanical overload. If sufficient offset bending or torsional forces are applied to the reamer shaft during use that exceeds the strength of the material, a mechanical overload fracture can occur. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during procedure the tip broke off. All pieces were recovered. No delay or injury reported. A smith & nephew back up device available.